Event description:
Caller reports that she tested her blood sugar while on the road and rec'd a reading of 146mg/dl. She states because of the reading she felt that it would be fine to drive a bit further. Caller reports passing out while driving and was in an accident as a result. She states that when she was admitted to the hosp her blood glucose read 40mg/dl. She reports being treated with many IV 's (contents np) and x-rays. She reports her stay was 3 days in the hosp. Caller reported that she was getting high readings on the device prior to the accident and taking insulin based on those readings. No glucose control solutions were used. Requested return of suspect device and replacement was sent.